Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while monitoring a patient for blood pressure, spo2 and three lead ECG, their device unexpectedly powered itself off. The crew powered the device back on and after pressing the code summary button, the device powered itself off again. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.